Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, the device valve leaked and seal was damaged. Surgeon used another one to complete the case. There was no patient injury.